Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an ¿insulin set expired¿ alert after completing a supply change and indicated ¿no¿ when prompted about inserting a new infusion set, with a reported blood glucose of 229 mg/dl, after which insulin delivery was resumed following a guided complete infusion set change for the cannula component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.